Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized because the sensor broke off and the customer was not sure if it was still in the skin. An x-ray was done and nothing was found. Customer's was wearing insulin pump at the time of hospitalization. Customer's blood glucose level at the time 121mg/dl. No additional information was provided.